Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patients hernia recurrence. Based on the available information, no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2017 - the patient underwent robotic assisted intra-abdominal hernia repair. Hernia defect was repaired with a phasix st mesh. Hernia location listed as both umbilical and epigastric. The mesh was fixated with non bard/davol mechanical fixation. The mesh was positioned at least 5cm beyond the margins of the defect. On (B)(6) 2017 - the patient reported abdominal discomfort and underwent an ultrasound, which confirmed the presence of a recurrent hernia. At this time it is noted that a reoperation is not required. On (B)(6) 2018 - the patient underwent open repair of the recurrent hernia and panniculectomy. During this procedure the surgeon placed a phasix mesh onlay and diamond configuration at the site fixating with non bard/davol mechanical fixation. The phasix st mesh was not explanted.the ae has been assessed by the clinician to be moderate severity, possible procedure related and possible device related.